Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials a false negative result was obtained. Confirmatory gram stain and sub culture was performed. There was no patient impact.the following information was provided by the initial reporter, translated from spanish to english:two vials are taken for blood culture from a patient in a peripheral clinic, the vials are introduced to the equipment 4 hrs after taking the samples. One of the vials is positive 2 hrs after being entered into the equipment, the other vial fulfills the corresponding incubation period of 5 days and is negative, when performing a gram stain and subculture of this last vial, bgn microorganisms are observed and obtained development in the klebsiella and pseudomonas subcultures. It is unknown if the patient was receiving antibiotics and the time of the last application before taking the sample.additionally, on 2021-04-02 the fse provided the following additional information: - plots are not available- - was there any patient impact to the false negative from the 2nd sample: no - was any treatment changed : no - was the patient already being treated based on the 1st bottle? No

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials a false negative result was obtained. Confirmatory gram stain and sub culture was performed. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: two vials are taken for blood culture from a patient in a peripheral clinic, the vials are introduced to the equipment 4 hrs after taking the samples. One of the vials is positive 2 hrs after being entered into the equipment, the other vial fulfills the corresponding incubation period of 5 days and is negative, when performing a gram stain and subculture of this last vial, bgn microorganisms are observed and obtained development in the klebsiella and pseudomonas subcultures. It is unknown if the patient was receiving antibiotics and the time of the last application before taking the sample. Additionally, on 2021-04-02 the fse provided the following additional information: plots are not available, was there any patient impact to the false negative from the 2nd sample: no. Was any treatment changed : no. Was the patient already being treated based on the 1st bottle? No.

Manufacturer narrative:
Investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media.